Event description:
(B)(6). Home health rn reported pump alert stating system timeout. They have already tried replacing lithium battery, and it still has same alert. Home health nurse has gravity tubing on hand for infusion today. Pump serial number and expiration unknown. No further information, details or dates available. Product lot and expiration unknown. Unknown if md is aware. Dose/amount: gamunex-c 10% sdv - 30gm. Gamunex-c indication: hereditary and idiopathic neuropathy, unspecified; familial dysautonomia [riley-day]. Did pt miss a dose or have an interruption to therapy? - unknown; did adverse event(s) result due to product issue? - unknown; did pharmacy replace device? - yes; is device associated with event available for return? - unknown.